Event description:
Patient had placement of a left fem to below knee popliteal bypass with impra graft in 2006 without complication. She presented to the ER twenty-three days later, with graft occlusion and large popliteal fossa hematoma. Surgical exploration revealed graft failure with separation of material longitudinally away from suture lines on head of graft. Manipulation of graft resulted in graft separation intraoperatively suggesting graft wall weakness. Bard notified.